Manufacturer narrative:
(B)(4). Device evaluation indicated that the lead¿s visual inspection revealed that the distal end was fractured right at electrode #16 and cables were exposed. It appeared that excessive tensile force was exerted onto the lead bodies resulting in the damaged distal end. (B)(4). A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. (B)(4) (lot# 18338769): device evaluation indicated that the complaint had been confirmed. Visual inspection revealed that the anchor's eyelets were fractured and exhibited missing silicon. The damaged eyelets resulted in the reported complaint. Additional information was received that the missing silicon from the fractured anchor's eyelets was not left inside the patient's body.

Event description:
A report was received that the patient had uncomfortable pain on the left side, which was the opposite side of the patient's original pain while the stimulation was on. When the stimulation was turned off, the original pain on the right side returned. The patient underwent a revision procedure wherein the migrated lead, together with the anchor, was explanted. Clik anchor malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-2317-50, serial #: (B)(4), description: infiniontm cx 50 cm lead; model #: sc-4318, lot #: 18338769, description: clik x anchor.

Event description:
A report was received that the patient had uncomfortable pain on the left side, which was the opposite side of the patient's original pain while the stimulation was on. When the stimulation was turned off, the original pain on the right side returned. The patient underwent a revision procedure wherein the migrated lead, together with the anchor, was explanted. Clik anchor malfunction was suspected. The patient was reportedly doing well postoperatively.